Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
Philips received a complaint from the customer in which they stated that they received a tube overheat and high dose report during a procedure on (B)(6) 2016. A total dose of 4,77 gy was received by the patient. They were able to finish the procedure normally and no patient or user harm was reported by the customer. The issue is not structural or intermittent.

Manufacturer narrative:
Philips investigated this complaint and found that the system failed dose area product measurements which was traced back to a defective area exposure product (ion chamber). The philips service engineer replaced the area exposure product, recalibrated the system and ran level one and lower level image quality checks. The philips service engineer reported that he verified the functionality of the tube cooler and the tube cooling unit but could not identify a technical cause for the tube overheating. The system passed testing and was returned to the customer in working order. (B)(4). The dose received by the patient was as expected and a logical consequence with the settings chosen by the customer and nothing is out of the ordinary. The customer also reported that the patient had abdominal bleeding. The bleeding however cannot be caused directly by the system.